Event description:
Reference number (B)(4). Event occurred in united states. On (B)(6) 2025 the patient's mother called to report that the patient was hospitalized due to high blood glucose (bg) levels that went over 400mg/dl and lasted more than 12 hours. Ketone testing was performed and the patient had no ketones. It was reported that the patient was in the hospital due to the patient's bg levels not coming down, the patient was taken to the emergency room (ER) and was admitted (on (B)(6) 2025). The patient then received manual injections of insulin and was put on an intravenous fluid. No further information was available.